Manufacturer narrative:
The pod will not be returned for eval. Unable to confirm any issue related to the pod's adhesive. The omnipod user guide instructs pts to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and received medical attention in order to treat the infection.

Event description:
A study participant reported, a skin condition that resulted from wearing the pod. When the pod was removed, she noticed "red skin irritation" that was "painful to the touch". Over the following 27 days, the customer logged a history of her skin condition, which is summarized as follows: on 8/13, the site was swollen and looked like a boil - neosporin was applied; on 8/15, the site burned while showering. She went to the ER where the site was aspirated, but no fluid was found. Heat was applied per physician's recommendations, but no change was noted; on 8/17, the site "had moderate edema surrounding a hard nodule that was tender to the touch." Her skin was "purple and red in color with a site marking in the middle."; on 8/19, an antibiotic was recommended, but due to the site being less red and less tender, she opted to wait and see if there would be further improvement; on 8/20, the site was still less red and less tender - "not what it was"; on 8/31, the site is getting better, but the nodule was still palpitating; on 9/1, the site is still pink, "similar to a bug bite", but not tender; on 9/2, the site is "doing better - not completely healed, but smaller." Skin appearance is "pretty much healed up", but the nodule is noticeable; on 9/8, the skin appearance is "normal in color", but a small, "pea size" nodule is still present. The pod will not be returned for eval.